Event description:
Customer stated that she had a capsule that did not attach to the pt esophagus. She stated that the pin would not go thru and that she used another capsule and it worked fine.

Manufacturer narrative:
No pt injury has occurred following this incident.